Manufacturer narrative:
It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the rough surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. Product evaluation: customer report of contamination was confirmed. Valve was examined prior to decontamination; what appeared to be a fiber-like particulate of approximately 0.6cm was observed on the leaflet at the central coaptation area and multiple fiber-like particulates on leaflet 1 at the inflow aspect. An unknown black particulate was noticed between leaflet 3 and leaflet 1 next to commissure 1 at the inflow aspect. Pre-decontamination, the particulates were not rinsed off during rinse procedure per IFU. Long black fiber like particulate, one of the fiber-like particulates on leaflet 1 and black particulate on commissure 1 were isolated for further analysis. The valve remained attached to the holder. Suture holes were not observe on the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that something floating was observed on the jar of this valve model 3300tfx23mm. Per product evaluation results, customer report of contamination was confirmed. Valve was examined prior to decontamination; what appeared to be a fiber-like particulate of approximately 0.6cm was observed on the leaflet at the central coaptation area and multiple fiber-like particulates on leaflet 1 at the inflow aspect. An unknown black particulate was noticed between leaflet 3 and leaflet 1 next to commissure 1 at the inflow aspect. Pre-decontamination, the particulates were not rinsed off during rinse procedure per IFU. Long black fiber like particulate, one of the fiber-like particulates on leaflet 1 and black particulate on commissure 1 were isolated for further analysis. The valve remained attached to the holder. Suture holes were not observe on the sewing ring.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The root cause of the event remains indeterminable. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.